Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that prior to use, when the device was interrogated, the battery longevity bar was grey. This occurred on multiple occasions. The device was never used and there was no patient involvement.

Manufacturer narrative:
Product event summary : the device was returned and analyzed with no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.